Manufacturer narrative:
(B)(4).

Event description:
A hemodialysis facility reported that when treatment was initiated with the 160nre dialyzer. There was an immediate blood leak alarm. The ebl was 250cc's with no reported ill effect to the pt. There is no sample available for eval.